Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot mh2842, and no non-conformance's were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: any medical treatment provided? If yes, please provide medicine name, strength and dose: not known. Was any quality deficiency/non-conformance noted with the suture before use, during use,during post-op examination or during re-operation if performed? Post op. Was any surgical intervention performed specially re-suturing? Explain: not known. Was dehiscence noted? Not known. Tissue on which used? Closure of ankle is all the information that was provided. Date the event occurred? Multiple. Initial procedure date? Multiple. What is the patient¿s current health status and condition? Not known. Note: events reported via 2210968-2020-00149 and 2210968-2020-00151.

Event description:
It was reported that a patient underwent an ankle orif in (B)(6) 2019 and suture was used for closure. The patient returned, before follow-up, and the suture knots were spitting. There was no report of any treatment provided. There were no adverse patient consequences reported. No other information is known.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/04/2020. Corrected h6 device code: 3191 - absorption issue. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.